Event description:
It was reported that a patient underwent a laparoscopic ipom procedure on (B)(6) 2012 and mesh was implanted. The patient experienced a replapse on (B)(6) 2013 and needs to be re-operated on. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06162. The same patient is represented in each medwatch.